Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed itching, a rash, redness, and pimples under the sensor patch. On (B)(6) 2025, the rash and itching sensation spread from the right arm insertion site and down to his back which prompted him to go to an urgent care clinic. He was prescribed a topical steroid medication and an allergy medication (triamcinolone acetonide usp. 0.1 percent cream; and diphenhydramine hcl 25 mg tablet). He was discharged home after a few hours with no further medical intervention. On (B)(6) 2025, the rash and itching sensation did not subside, and he went back to the urgent care clinic and was prescribed a different topical steroid cream (clotrimazole 1 percent cream, twice per day for 14 days) and an oral antibiotic medication (cephalexin unspecified dosage, three times per day for seven days). At the time of report the rash and itching sensation still had not subsided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.